Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13feb2020.

Event description:
It was reported that the unit's battery would not charge. There was no patient involvement.

Manufacturer narrative:
G4: 06feb2020. B4: (B)(6)2020. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. It was determined that the unit would not start up on ac power alone. The fse replaced the power supply and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.